Manufacturer narrative:
The investigation for the automated impella controller (aic)- purge disc/flag issues has been completed. Data logs were reviewed which showed that after changing to a new purge cassette, the purge cassette was not able to be read causing the aic to log "purgeadmin: rfid crc failure 0xc80023 44735" which resulted in a defective purge cassette alarm. Unidentified cassettes are inserted and removed repeatedly over the following 30 minutes which were not read properly. Just before the pump was removed, the cassette was finally read correctly, removed, and then read correctly again. The console was returned for testing but multiple purge cassettes were inserted with no ability to reproduce the failure mode. Decoding the cyclic redundancy check failure, the radio-frequency identification (rfid) was looking to read 0xc80023 but read a different value. This could be force reproduced by changing the rfid on a purge cassette which will output what the console thinks the rfid should read. The defective purge cassette alarms could have been caused by an intermittently failing rfid pca.

Event description:
The complainant reported an automated impella controller issue during preparation. The biomedical engineer reported that the purge cassette was broken. No patient was involved.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.